Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit was not working and its fiber was broken. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: on behalf of post market vigilance (pmv), received one (1) unit. The returned sample did not meet specification as received by medtronic. A visual inspection was performed and showed residue build-up on the negative lens, loose lenses, and a scratched distal tip. This is caused by contact with another source. The reported condition was confirmed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.